Event description:
A physician reported following the intraocular lens implantation, occasionally get some posterior capsule opacification (pco) where it appears the epithelial cells migrate across the lens and connect a bridge across the capsulotomy, but is not visually significant and easily taken care of at the time of yttrium aluminium garnet for pco. Additional information has been requested.

Manufacturer narrative:
This report originally filed as 9612169-2022-00656. Complaint history and product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).